Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00057).

Manufacturer narrative:
The pump was evaluated on 08/21/2018. The reported over-infusion issue was not confirmed. The pump was found to be under-infusing with a flow rate accuracy of -5.96%, which was outside of +/-5% specification. The pump was tested, recalibrated and met full specification.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A user facility representative reported an over-infusion issue to zyno medical on (B)(6) 2018: "the pump was set for 30 min and infused the patient in 13 min. The patient was not harmed and is okay". No information on solution being infused at the time of the event. The issue was first noticed on (B)(6) 2018 and the affected pump had not been used since then.